Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. Customer's blood glucose value was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was previously used. Customer states the new battery did not resolve the issue. Customer reports alarm was recurring. The device will be return for analysis.